Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site as a result of losing weight. Surgical intervention was undertaken on (B)(6) 2019 during which the ipg was relocated. Issue was resolved post-operatively.